Event description:
The customer reported, the sys is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. Sys operates as intended. This MDR is related to ge healthcare (B) (4).